Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had an ins replaced because she was having trouble with it. The patient stated this issue was fixed by an hcp, and she was then able to feel her toes, and no longer needed a wheelchair. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome spinal pain, and chronic low back pain.